Event description:
On (B)(6): customer reports via phone to product monitoring the sys would not display images on either monitor. Facility does not have back-up capabilities. Procedures were cancelled and re-scheduled.

Manufacturer narrative:
Field svc engineer (fse) began troubleshooting problem by rebooting and exchanging hard drive cpu board. Error message was still present. Fse found when they reseated the small computer sys interface (scsi) cable tot he termination board, the cpu started up correctly without error. Fse verified proper operation using hut dr svc manual, sedecal generator svc manual, huestis collimator svc manual, and the infimed platinum one tech manual. Fse completed svc checklist qssrwi4.1 and returned the fully functional unit to svc.